Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the video connector locking part failed; the battery was depleted, and the bottom foot rubber was worn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor exhibited a unknown communication error. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 communication error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code b30 occurred due to the faulty video connector receptacle. Olympus will continue to monitor field performance for this device.